Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that when the safety mechanism was activated, the wing section detached from the luer exposing the needle on a 23 g x .75 in bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter. There was no injury or medical intervention.

Manufacturer narrative:
Results: fifty physical customer samples were evaluated for front rear barrel separation. No front/rear barrel separation was identified. CAPA (B)(4) has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.